Event description:
During follow-up, premature battery depletion was suspected. The device was explanted and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
As received, a complete device was returned for analysis. Visual inspection did not find any anomalies. Mechanical inspection did not find any anomalies. The device image indicated that the eri flag was falsely triggered in (B)(6) 2016 which is consistent with occurrences of high pacing output due to autocapture being enabled. Electrical inspection did not find any anomalies as the device worked as expected when a new battery was installed. The implant duration was 5.48 years, which exceeded the devices projected longevity of 4.78 years based on average current drain and is considered normal battery depletion. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.